Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Event occurred within three hours of insertion. The insertion site was thigh. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). No further information available.